Manufacturer narrative:
Patient presented with pe post vein procedure. Ultrasound report negative for acute or chronic dvt. Pt treated with coumadin and lovenox and asked to follow up for preventative care. Clinical report on file at site.

Event description:
Pt was diagnosed to present a pulmonary embolism in the left lower extremity post vein procedure. Post procedure investigation with gray scale color flow compression. Ultrasound was performed of the bilateral lower extremities and showed normal color flow, compressibility and respiratory variation. No intraluminal echogenic materials is seen to suggest thrombus. Pulmonary embolism reported from (B)(6). Superficial vein thrombosis, swelling, post procedure. Ultrasound to interrogate the deep superficial veins of the left lower extremity. No evidence of dvt in the bilateral femoral-popliteal venous systems.